Event description:
It was reported that the hospital was unable to implant the implantable cardiac monitor due to low out of box battery. There was no patient involvement.

Manufacturer narrative:
Customer complaint of battery problem was not confirmed. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri). Device image data analysis noted that the device had been programmed out of shipped setting 1 year prior, which caused the battery to drain while the device was not implanted. This is expected behavior and is considered normal depletion. Analysis performed, including telemetry and environmental testing indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.